Event description:
In 2006, a male was scheduled to have an excision of right back mass. An add on excision of right temporal mass was also performed. Pt positioned to left side. O2 in place per mask at 6 liters (deep IV sedation given for procedure). Surgical drapes were placed over the face and back after skin prep with betadine. O2 mask was checked by crna to ensure snug fit and drapes were positioned to minimize trapping of o2. Electro-cautery was attempted to cauterize a small bleeding vessel during the temporal excision, but the first new cautery tip did not work. It was removed and a 2nd new cautery tip was placed. When the tip was engaged for cautery, it arced and caught the drapes and mask on fire. The crna immediately disconnected the o2 tubing and the surgeon patted the fire out. The drapes and o2 mask were removed and the pt's airway was assessed and patent. No respiratory distress was evident. Nasal nares were not involved. The pt had singe burns to his eyebrows and eyelashes and superficial 2nd degree burns to his upper face-none below the lower part of the nose. Saline-soaked gauze immediately applied to the upper face and eyes. Skin was debrided from some of the burned areas and neosporin ointment was applied to the affected areas. A third new cautery tip was then placed and the procedures were completed. Pt did not exhibit any visual disturbance in the post-operative area. The first 2 cautery tips were labeled and saved for further evaluation. The FDA will be contacted for possible investigation of the tips. The bio-med dept was notified to evaluate proper functioning of the electro-cautery machine. The pt's family was notified of the incident by the surgeon as documented in the operative report.